Manufacturer narrative:
(B)(4): manufacturing date: 3/14/2011. Two devices were returned for investigation. Two b5st were received instead of the b5lt. Both devices were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, both passed the leak tested. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic total prostatectomy procedure, air leaked from each device. The abdominal air pressure was probably 10mmhg. The aeroperitoneum was kept at least, but a noisy sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.